Event description:
It was reported customer experienced blood glucose (bg) level that was "high"; although specific value was not provided. Customer addressed bg with a manual injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.